Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35265399 presented no issues during the manufacturing process that could be related to the reported event. The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was difficult to peel the 6.00mm angioguard rx embolic capture guidewire (ecgw) when opening the device. The recapture device showed no proximal opening of the monorail lumen. A second device, a 7mm180cm angioguard rx ecgw had to be opened. The recapture device from this package did not demonstrate a proximal lumen either, so the angioguard was retrieved using a glide cath. The patient was not harmed. There was no reported patient injury. The intended procedure was reported to be a percutaneous transluminal angioplasty (pta) and stenting of the internal carotid artery. There were no visible signs of damage to the device/packaging prior to use. There was nothing detected on the device prior to use. The devices were sterile and removed from their original packaging. There was normal use of the devices, regular flushing of the devices and the recapture devices without problems. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the instructions for use (IFU). The filter was able to be pulled into the deployment sheath and there were no anomalies. The patient was not hospitalized as a result of the event. The device was returned for analysis. A non-sterile capture sheath which is part of a ¿rx/7mm basket diameter/180cm¿ was received inside of a clear plastic. Device was unpacked to perform the visual evaluation. Only the capture sheath was returned for analysis, the rest of the components were not included in the shipment. The capture sheath was thoroughly inspected, and no anomalies were noted. Functional analysis was performed and a guidewire for test purposes was inserted, and the capture sheath was advanced over the ecgw system. No obstructions were noted during the functional test. A product history record (phr) review of lot 35265399 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture sheath - obstructed¿ was not confirmed, the functional test was performed successfully, no obstruction was noticed. However, capture system- capture difficulty could also not be confirmed since further functional testing to determine the reported issue could not be performed since the filter basket was not returned. According to the instructions for use (IFU), ¿torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action.¿ neither the product analysis nor the phr review suggests that the reported issue could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
As reported, it was difficult to peel the 6.00mm angioguard rx embolic capture guidewire (ecgw) when opening the device. The recapture device showed no proximal opening of the monorail lumen. A second device, a 7mm180cm angioguard rx ecgw had to be opened. The recapture device from this package did not demonstrate a proximal lumen either, so the angioguard was retrieved using a glide cath. The patient was not harmed. There was no reported patient injury. The intended procedure was reported to be a percutaneous transluminal angioplasty (pta) and stenting of the internal carotid artery. There were no visible signs of damage to the device/packaging prior to use. There was nothing detected on the device prior to use. The devices were sterile and removed from their original packaging. There was normal use of the devices, regular flushing of the devices and the recapture devices without problems. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the instructions for use (IFU). The filter was able to be pulled into the deployment sheath and there were no anomalies. The patient was not hospitalized as a result of the event. The devices are expected to be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was difficult to peel the 6.00mm angioguard rx embolic capture guidewire (ecgw) when opening the device. The recapture device showed no proximal opening of the monorail lumen. A second device, a 7mm180cm angioguard rx ecgw had to be opened. The recapture device from this package did not demonstrate a proximal lumen either, so the angioguard was retrieved using a glide cath. The patient was not harmed. There was no reported patient injury. The devices were sterile and removed from its original packaging. There was normal use of the devices, regular flushing of the devices and the recapture devices without problems. The devices are expected to be returned for evaluation.